Event description:
It was reported that an 8dct tracheostomy tube came apart, where the latch for the inner cannula and the tube connect. It was reported that a leak was noticed, and they noticed the tube hub separation, when the tracheostomy tube was removed. It was reported that the patient is now using a different 8dct tracheostomy tube.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned, and failure investigation results provide new or significant information, a follow-up report will be submitted. A manufacturing CAPA is in place to address tube hub separation.